Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument was defective and the electric wires were visible. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on (B)(6) 2022 and obtained the following additional information: the instrument was inspected prior to use and nothing abnormal was observed. The instrument did not collide with another instrument. It is unknown whether the instrument stopped energizing as the site stopped using it immediately after the defect was observed. No thermal damage and no arcing were observed. No fragment fell inside the patient and there was no delay as a result of the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the following was confirmed: the instrument was last used on 12-apr-2022 on system sk1996. The instrument had six uses remaining after its last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken grip cable at the idler pulley. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. For clarification, the conductor wires had no damage and the instrument passed electrical continuity. The root cause is attributed to a component failure.